Event description:
It was reported that during implant attempt, there was undefined high impedance. The implanted lead's values were normal. A new device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.